Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered a shock for what appeared to be atrial tachycardia/atrial fibrillation with rapid ventricular response. It was further reported that the right ventricular (rv) lead had high thresholds. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.